Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01237 and 1627487-2022-01950. It was reported that the patient¿s lead had migrated resulting in ineffective stimulation. As result, the lead was also explanted and replaced. While explanting the leads the physician accidently explanted both leads. Two new leads were implanted and effective therapy was established post-operative. It is unknown which lead migrated so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.